Manufacturer narrative:
Initial reporter occupation: pharmacist. Internal complaint # tw (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and minimal evidence of blood were observed on the device. It was observed that the locking lever was broken and detached from underneath the mount. Based on the returned condition of the device and the evaluation results, the reported failure break was confirmed. The shop floor paperwork (DHR) was reviewed. The record shows the device lot conformed to all applicable specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using acrobat suv stabilizer system. During a bypass, the surgeon manipulated the stabilizer which broke at the articulated arm (without having forced) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using acrobat suv stabilizer system. During a bypass, the surgeon manipulated the stabilizer which broke at the articulated arm (without having forced) a replacement device was used to complete the procedure. The hospital did not report any patient effects.